Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During procedure, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was inserted into the guide catheter. However, during advancing of the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was loosely folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 68.8cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During procedure, a 15mm x 3.00mm nc quantum apex¿ balloon catheter was inserted into the guide catheter. However, during advancing of the device inside the guide catheter, the mid section of the hypotube broke. No patient complications were reported and the patient's status was stable.